Manufacturer narrative:
Investigation results: conmed linvatec received the handpiece for eval and was unable to confirm the reported problem. During testing, this handpiece operated within manufacturer's temperature specifications. Further eval found collet failure. In addition, this unit is overdue for preventative maintenance; last repair date 2007. Related MDR#: 1017294-2009-00188. The handpiece instruction manual informs the user: prior to each use, perform the following: inspect all equipment for proper operation. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The service interval for this handpiece is every twelve months and its associated bur guard is every six months. The customer will be provided add'l info on use of these devices.

Event description:
The customer reported that during use of this handpiece to perform an oral surgical procedure, it overheated resulting in a burn to the pt's inside lower lip. Bacitracin ointment was applied to the affected area.